Event description:
It was reported that the user received an ¿alert 38 restart the ilet,¿ experienced a dead pump, restarted the device, and then encountered repeated ¿unable to proceed¿ errors during cartridge and tubing change after attempting to reconnect and charge. Symptoms included user distress. Outcomes included replacement of the device and shipment of replacement supplies. Investigation included customer support troubleshooting, charge and restart attempts, and logistical coordination for return of the damaged device. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.